Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/20/2018. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that a 24 volt failure occurred. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 28mar2019. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.